Manufacturer narrative:
(B)(4) (halos). (B)(4). Evaluation: method - other: lens work order search. Medical review. Results - other: a lens work order search was performed and no similar complaints were found within the same work order. Medical review - review of this file indicates that the patient experienced glares and haloes post icl implantation which is most likely caused by the surgical peripheral iridectomy (pi) performed. The pi may be larger than expected, which is relieved by colored contact lens wear. When an iridectomy is too large, it may cause optical "second image" glare. The surgeon tried to put carbon on the cornea to prevent light from entering the pi, but it did not help the patient. One surgical point recommended in the directions for use of the visian icl, is to create two (2) yag iridotomies (0.5 mm; placed superiorly, 90 degrees apart) which should be performed 2 to 3 weeks prior to surgery with confirmation of the patency of the iridotomies prior to lens implantation. This adverse event was not due to the lens itself, rather it was caused by a surgical technique that the surgeon opted to perform. The adverse event was not caused nor contributed to by the device. The pi is an independent procedure that is necessary to prevent pupillary block or increase iop in the presence of the icl. (B)(4).

Event description:
It was reported that the patient had an micl 13.2 mm implantable collamer lens implanted in her right eye on (B)(4) 2009. As part of the post market study, the patient reported experiencing late at night, halos around lights in dark rooms. She has headaches also. The surgeon tried to put carbon to block holes from the iridotomy. Patient is wearing color contacts and it seems to help. The lens remains implanted. See MFR #2023826-2011-00126 for the left eye. Further information has been requested from the doctor's office, but none has been forthcoming. A medwatch supplemental will be submitted when further information is available.